Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe had a mark contacted with the grasping section. The grasping section had a mark contacted with the probe. The tissue pad of the subject device was worn and partially torn but there was no separation and missing part. The coating for electric insulation of the probe was partially missing. The device history record was reviewed and found no irregularities. Based on the past similar cases, it was known that the coating for electric insulation of the probe was damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). The above device handling has warned in the instruction manual as follows: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
During an unspecified procedure, two tb-0535fcxs ware used. In the procedure, u504 error (probe damage error) and unspecified short circuit error occurred, and the tissue pad of the first tb-0535fcx was worn and separated. The user replaced it with second tb-0535fcx. The intended procedure was continued with second tb-0535fcx. During using the second tb-0535fcx, also u504 error (probe damage error) and unspecified short circuit error occurred, and the tissue pad of the second tb-0535fcx was worn and separated. The intended procedure was completed with another device. There was no patient injury reported. On june 20, 2019, olympus medical systems corp. (Omsc) found that the coating for electric insulation of the probe of the first tb-0535fcx was partially missing. This is the report regarding the missing of the probe coating of the first tb-0535fcx.